Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, vaginal scarring, and other. It was reported that patient underwent mesh revision on (B)(6) 2009 by. It was reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion in 2007 the patient developed a rectocele and urinary/bowel problems. (B)(4).

Manufacturer narrative:
(B)(4).